Manufacturer narrative:
The joystick manufacturing process was evaluated and updated to prevent future occurences of this issue.

Event description:
The joystick was observed to be "twisted" to the extent that the rubber cowl at the base was "crumpled-up" upon itself. When the joystick was in this condition, there was a tendency for the joystick to not return to its home position. This resulted in the guidewire moving very slowly when it has not be properly actuated. There was no patient injury reported, however unintended guidewire motion has the potential to cause vessel injury.